Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc examined the instrument data and determined that calibrations and quality controls (qc) results were acceptable at the time of the event. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant falsely elevated intact parathyroid hormone (ipth) result was obtained on the advia centaur xp system. The initial result (1285.1 pg/ml) was reported to the physician. The physician questioned the result. Additional testing of the patient sample was performed and the result was >1900 pg/ml, without the automatic dilution. The repeat testing was also performed with an automatic dilution and factor of 5. The result was lower (48.9 pg/ml) and reported to the physician. The physician stopped the thyroid medication and a parathyroid scan was ordered. The customer performed repeat testing in duplicate on the same system and on an alternate advia centaur xp. The results were >1900 pg/ml. There are no known reports of additional patient intervention or adverse health consequences due to the ipth discordant patient result.